Event description:
It was reported that the right atrial (ra) lead was not capturing at maximum output in bipolar or unipolar. The lead was turned off. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had unstable thresholds and was unable to sense p waves. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.